Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify that customer¿s device unexpectedly lost power and that device was showing all three icons (attention, charge-pak and service wrench). The device is no longer repairable. The customer will be offered a replacement device due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is +011(032)67634990.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer¿s device would unexpectedly lost power and that device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was returned to stryker pac maastricht for further investigation. The technician confirmed through visual inspection that the charge-pak and attention symbol were illuminated at the readiness display. No further exterior discrepancies found. The device was not able to complete its boot-up cycle, as the device powered off almost immediately after being powered on. The root cause of the reported issue was determined to be diode cr19.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer¿s device would unexpectedly lost power and that device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated with the reported event.